Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating that there was a self-test failure. There was reportedly no patient involvement. The fse evaluated the device on site. It was determined that this was not a malfunction, but a self-test failure caused by user error. The self-test was performed without use of the test load. When test load used the device passed all testing. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was attributed to user error. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The self-test failure was attributed by user error. The self-test was performed without using the test load per instructions. Once the test load was inserted then the device passed all testing. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.